Event description:
It was additionally noted that the reported event did not delay the associated procedure. The procedure was completed using the reported device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer's reportable malfunction was not confirmed, however during facility review of pre-cleaning and transport of equipment after a case has been completed, observed some discrepancies with the pre-cleaning process. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that discrepancies with pre-cleaning process observed were due to a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. The event can be prevented by following the instructions for use which state: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during a review of the gastrointestinal videoscope's pre-cleaning and transport of equipment, discrepancies were observed. The facility had a pre-mixed bag of enzymatic detergent and water that contained 250 ml of fluid. The endoscope was not suctioned and only water was flushed using the air/water button instead of air/water cleaning adapter. The issue occurred after completion of an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was provided with the most recent reprocessing manual and an in-service was scheduled to address the discrepancies with pre-cleaning. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.